Manufacturer narrative:
Unit was received with frozen display due to corroded electronic assemblies. Unit was received with corroded motor home switch, cracked case at display window corners, and battery tube threads. Unit was also received with minor scratches on lcd window. (B)(4).

Event description:
The customer reported via phone call that her insulin pump had a crack on it and forgot she was wearing it when she jumped in the pool. Customer's blood glucose level was 200 mg/dl. Fluid was under the lcd display. The insulin pump had cracks on the upper right corner of the screen. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.